Event description:
Same case as MFR's report# 2954755-2007-00026 and 6000093-2007-00706. It was reported that during a carotid artery angioplasty / stenting treatment procedure, post-dilatation, stent migration, and device removal difficulties were encountered. The vessel diameter was 7-8mm and was not predilated. The customer stated that, "the pt had a highly calcified, tortuous internal carotid artery calcification. The lesion was successfully crossed with the filterwire ez and filter was deployed. Physician opted not to pre-dilate the lesion. The nexstent was positioned across the lesion and deployed successfully. A sterling pta balloon (5x20) was selected to post-dilate the stent. As the physician was crossing the edge of the stent, the balloon caught on the edge of the stent and pushed the stent up about 10mm distally. Eventually, the physician was able to post-dilate the stent in place. The balloon catheter was removed, and the filterwire ez retrieval sheath was loaded over the wire and advanced up to the stent. Unfortunately, the retrieval sheath would not cross the stent and was removed. A bent-tip retrieval sheath was then utilized to try and cross the stent, but also was unsuccessful. After several attempts, a [redacted] retrieval sheath was used to successfully cross the nexstent and recapture the filterwire ez and was removed. The pt did experience some vessel spasm in the internal carotid and had some transient ischemia." Current pt status was reported as "stable".

Manufacturer narrative:
Device analysis: the complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.